Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis (vsx device) was intended for use in an unknown anatomical location during treatment of an unknown etiology. During the deployment of the vsx device, the deployment line stuck and started to bow string. The vsx device was removed through the introducer sheath (size and manufacturer unknown) and the procedure was successfully completed with an additional vsx device. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records indicated the device lots met all pre-release manufacturing specifications. The primary reported device failure mode, bow-stringing of the device with a stuck deployment line during attempted deployment, is consistent with observations made during engineering evaluation of the returned device. The device was returned with the outer zipper deployed to the turnaround, a zipper fiber was looped over the distal end of the endoprosthesis, and deployment would not continue until the looped fiber was removed from the turnaround. The manner by which the zipper fiber became looped over the distal end of the endoprosthesis, whether during manufacturing or due to an interaction during device advancement to or withdrawal from the treatment site, could not be identified. The caught zipper, therefore, could not be traced to manufacturing. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.